Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a monosyn pack. Preoperatively, it was found that the foil was sealed incorrectly. The surgeon was concerned about patient or user safety; the needle and suture may have been protruding. The product was not used on a patient. Additional information is not available.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 97 unopened pouches and 1 opened. Analysis and results : there are no previous complaints of the same code-batch. There are no units in our stock. In the opened sample received by the customer, it is observed that there is a thread of a second suture caught in the aluminum pouch (first pack). After internal investigation, it has been determined that this second suture probably fell down accidentally in the sealing area during manufacturing process and was caught while sealing of the first packaging of the involved unit was done. We have not received the second packaging of the opened sample, so we can not determine, if the needle has perforated the second packaging and the sterility is compromised. Nevertheless, the 97 closed samples are all conforming, the incidence of the opened sample has not been detected. Review of the batch manufacturing records showed there was no reported deviation in the process. On the other hand, there is a needle mark in the posterior part of the aluminum pouch of the open sample received, this is why probably during the 100% inspection the defect was not detected. We consider that this is a puncture and accidental incidence due to that this issue has not been detected in the 97 closed samples received and there are no previous complaints of this code-batch. Furthermore, reviewing the complaint history, this is the first case received concerning this issue in the last five years. Final conclusion: taking into account that the open sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the open sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product.